Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned because of normal battery depletion. This incident is being created because of cpi reliability assurance testing.